Manufacturer narrative:
Abbott field service inspected the analyzer and replaced the tubing, peristaltic head (rohs), which was identified as the likely cause. Service verified the system function by performing a successful precision run. No additional discrepant results were reported. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for tubing, peristaltic head (rohs) identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported a falsely elevated architect magnesium results on the architect c16000 analyzer. Sample ID (B)(6) generated an initial result of 3.34 mmol/l and retest of 0.74 mmol/l. Sample ID (B)(6) generated an initial result of 3.13 mmol/l and retest of 0.82 mmol/l. No specific patient information was provided. No adverse impact to patient management was reported.